Manufacturer narrative:
The lead was returned and initial testing found, the anode and cathode conductor coils were fractured at the proximal end of the suture sleeve tie down area, 200 millimeters (mm) from the terminal pin. The lead will be sent to the corlab. Detailed analysis is currently being conducted to determine root cause and this report will be updated once that analysis is concluded.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted the lead was returned in two segments and was severed at 228mm from the terminal pin; the tip was not returned. It was noted that the suture sleeve, during implant, was located at approximately 200 to 224mm with the suture sleeve tie downs at 208 and 217mm. The coil fractured at the proximal end of the suture sleeve approximately 200 mm from the terminal pin. Both the anode and cathode wires showed indications of fatigue. This type of damage is consistent with repeated stress over time. The reported observation of high pacing impedance is likely the result of the lead damage observed by the laboratory, and lead fracture was confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead had displayed out of range impedance measurements greater than 2500 ohms. It was found that the lead had fractured. Patient is not pacer dependent. The lead was explanted and replaced successfully. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted lead will be returned for analysis. Upon completion this report will be updated.